Event description:
It was reported that during an unknown procedure, some of the staples were malformed after firing. Changed another one to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. As the patient had (B)(6), the sample was discarded. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.